Event description:
It was reported by the rep that the device was used during a breast biopsy. It was reported that the c1535 clip deployment capsule fell off into the breast. There is no consequence to the pt. The p1175 was used with this marker.